Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh and obtryx were implanted. It was also reported that the patient underwent gynecological procedures on (B)(6) 2010 and alloderm and solyx were implanted. It was further reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2010 and a mesh was implanted due to sui, pop. It was reported that following insertion the patient experienced extrusion, infection, urinary problems, recurrence, dyspareunia, and vaginal scarring. It was reported that patient underwent urethrolysis (division and excision of mid-urethral mesh sling), vaginal mesh release and cystoscopy on (B)(6) 2011 due to chronic pelvic pain and mechanical complication of vaginal mesh graft. It was reported that patient underwent urethral calibration and sequential dilation and cystoscopy on (B)(6) 2012 due to meatal stenosis. No additional information was provided.

Manufacturer narrative:
(B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.